Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, analysis of the customer sample was performed and bd determined that the foreign matter was not mold or fungus. Upon visual and microscopic inspection it was clear that the foreign matter was primarily a clump of fibers of several colors along with dust and debris. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photo and sample, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer®luer-lok¿ access device that a type of mold or fungus is growing on the device. There was no report of injury or medical intervention.